Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 12/23/2015. Electrode belt: 5/20/2016.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on the evening of (B)(6) 2019 prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient was in the hospital at the time of passing and the death was reported to be cardiac related as the patient reportedly coded around 4:00 in the morning. The hospital staff initiated CPR and the patient reportedly passed away at 5:05 am. Per clinical review of the downloaded data, the patient's received five appropriate treatment shocks between 16:26:12 and 16:27:51 on (B)(6) 2019 while the patient was in ventricular tachycardia (vt) fluctuating between 230 to 240 bpm. During delivery of all five shocks, an impedance of 0 ohms was observed and the energy delivered in the first four shocks was 3 joules and 2 joules during the last shock. The low energy shock was likely due to the pulse being delivered into an open load. This is consistent with 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event consistent with the therapy electrode placement fault flags found in the patient's downloaded flag data on the day of the treatment. The patient's vt self-corrected after the fifth treatment was delivered at 16:27:51 to bradycardia at 20 bpm. At 04:02:25 the next morning, the patient's rhythm degraded to ventricular fibrillation (vf) with CPR artifact. The patient remained in vf for approximately 37 minutes until the electrode belt was disconnected at 04:40:04. CPR artifact and motion artifact prevented the lifevest from treating the patient. The patient reportedly passed away at 5:05 am on (B)(6) 2019.